Event description:
It was reported that a patient presented in-clinic for an unrelated procedure. After beginning the procedure, the patient's right ventricular (rv) lead exhibited failure to capture. Upon further examination, the rv lead was found to have dislodged. The dislodgement was confirmed through fluoroscopy. During the same procedure, the physician attempted to remove the rv lead but was unable to do so due to suspected lead damage. The physician suspected the rv lead had dislodged while performing the unrelated procedure. The rv lead was capped and replaced during the procedure on (B)(6) 2022. The patient was stable throughout.